Event description:
Customer reported an iris pot disable mesage on boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned and aligned the collimator. System operates as intended.